Manufacturer narrative:
Block d4: h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a less than 10cm polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare chewed through the polyp and did not cut through as expected. The procedure was completed with a hot snare and clips to complete the resection and reduce post polypectomy bleed. Bleeding was reported. No further information has been obtained despite good faith efforts.